Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n192821015, implanted: (B)(6) 2009. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient presented to the clinic and the healthcare provider (hcp) decreased the patient's daily dose of clonidine from 240mcg/day to 150mcg/day and sufenta 320mcg/day to 200mcg/day. Clonidine was the driving drug. At this time the hcp performed a single infusion bolus to deliver 1900mcg of clonidine and 2500mcg of sufenta over 240 hours (10 days). Following the programming the patient experienced "a little withdrawal, nothing severe¿ and "full withdrawal a couple days ago." The hcp thought the daily rate "was too f"r down." The patient presented to the clinic on the day of the report and the hcp reprogrammed the pump to deliver a daily rate of 176mcg/day clonidine; however, during the reprogramming neither the nurse nor the physician saw the prompt to continue or stop the single bolus. Troubleshooting was performed and discovered that the single bolus was still in progress with 51 hours of the bolus remaining. Calculation showed that the single bolus was delivering 190mcg/day and the patient experienced withdrawal at this rate. The physician attempted to reprogram the pump to deliver a daily rate of 176mcg/day. The physician realized the mistake; however, the patient had already left the clinic. The hcp was to have the patient return to the clinic to stop the single bolus and reprogram the pump to deliver a higher daily rate. It was later reported that all was well with the patient.